Event description:
It was reported that physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide device was removed and the method that hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient received a pump exchange due to a suspected thrombus in the pump.

Manufacturer narrative:
Evaluation summary: the plunger, suture, link, needles and cuffs were not returned with the device resulting in the investigation being limited. Evaluation of the returned device revealed a needle strike mark at the posterior foot. This is consistent with the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior pocket during needle deployment. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior needle striking the foot instead of engaging with the posterior cuff, resulting in a posterior cuff miss, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.